Event description:
Syringes will not draw up insulin. No suction.

Event description:
Syringes will not draw up insulin. No suction.

Event description:
Syringes will not draw up insulin. No suction.

Manufacturer narrative:
29 pieces of returned complaint product were returned to test for drawing issues. All 29 pieces were tested and no abnormalities were found. Product is functioning and normal.